Manufacturer narrative:
The information was submitted to the FDA (mw5169427) by another entity, due to the nature of the information received, it was not possible to obtain details about the serial number, initial reporter, implant date and further details of the event. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. The replacement procedure was successfully completed and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.